Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the device worked for a small period of time before the blade became inactive and was no longer able to cut through tissue. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01584. The same pt is represented in each medwatch.